Event description:
Nurse was flushing a heplock and a 3cc syringe sprayed nurse in right eye. Syringe was cracked. Bloody fluid was sprayed into right eye. Nurse went to ER and was treated and released.